Manufacturer narrative:
Concomitant medical products: dtba1d1, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead had oversensing of noise. The pace/sense portion of the lead was capped leaving the high voltage coils in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.